Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the device lost power four times in a row during monitoring of a patient during transport. The device was in use on a patient and there was no adverse event to patient or user.

Event description:
The customer reported the device lost power four times in a row during monitoring of a patient during transport. The device was in use on a patient and there was no adverse event to patient or user. One battery pca was returned for failure analysis. The battery pca was visually inspected for any mechanical damage and/or contamination, and no anomalies were found. All spring-loaded pogo-pins (on connector j1 and j2) and single power contact pins (on connector j3 through j7) were found to be in normal shape and condition. The reported problem was not verified during visual inspection. There was no fault found.